Manufacturer narrative:
Based on the claim against the product by the customer noting that the customer observed inverted movement after flipping endoscope from up to down position, an investigation was completed to determine the cause of this reported event. The reported issue was addressed with phone support. The isi technical support engineer guided the customer to remove the 30-degree endoscope and reinstall it. After doing so, the surgeon was able to continue with the procedure. No site visit was conducted. Following resolution, the system was working properly, and no additional action was required.

Event description:
It was reported that during a da vinci-assisted surgical abdominoperineal resection procedure, the customer observed inverted movement after flipping a 30-degree endoscope from up to down position. Before calling technical support, the customer had already verified instruments assignment on the surgeon side console (ssc) were in auto mode. An intuitive surgical, inc. (Isi) technical support engineer (tse) explained to the customer that most likely the 30-degree endoscope did not rotate physically when they swapped from up/down. The tse guided the customer to remove the endoscope and reinstall it. After doing so, the surgeon was able to continue with the procedure. The tse has reviewed error logs and has not found any engagement related error. The tse recommended the customer to replace the endoscope if the issue reoccurs and verify endoscope rotational behavior manually after procedure. The procedure continued as planned. There was no report of patient injury.